Event description:
As reported for this event by the customer, during a gynecological procedure the surgeon used the device in a manner not per the instruction for use. Wanting to get rid of the tissue stuck on the probe, the surgeon activated the device outside the patient with the jaw open for nearly 10 seconds, until the probe turned bright red. The surgeon then closed the device jaw and continued to activate; this resulted in the device teflon pad melting in a precipitous manner. The procedure was completed with a new device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
The device has been returned and evaluated. Correction is being made to device return date. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection lot number (#) kr207695 is the actual device lot #; lot# kr207712 is the package lot #. Visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe teflon pad (tissue pad) was inspected and found to be intensively worn with slightly exposed metal at the tip and split on the sides but not suspected to be missing. There are charred marks on both distal end of the jaw and probe. The coating of the probe was partially peeling. The jaw (grasping section) gold color insulation is still intact, and jaw is in good alignment with the probe when closed. The device was then attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches are functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The handle connector electrical contacts are intact. Based on the device evaluation, the exact cause of the event cannot be exclusively identified. From the past investigation results, the intensively worn of the tissue pad is likely occurred by the following reason: the distal end of the tissue pad was intensively worn away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). The discoloration of probe is likely occurred by the following reason: 1) during the output activation in seal and cut mode, the probe was contacting with forceps. 2) due to ultrasonic vibration, the scratches were generated on the probe. 3) probe became hot and red due to continuous output. It has been confirmed that the probe coating peels off if the device is handled as below. However, it cannot be conclusively determined if such handling actually caused the reported phenomenon. Activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal and cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.